Event description:
It was reported that during prostate biopsy, the device was not able to be primed. Another device was used to complete the procedure. A coaxial was not used during the procedure. There was no report of patient injury.

Manufacturer narrative:
The lot number has been provided and the device history records are being reviewed. The investigation is currently underway. A voluntary recall was initiated for the product code/lot number identified in this event; therefore, this complaint will be reported as a malfunction MDR. The info provided by bard represents all of the known info at this tim. Despite good faith efforts to obtain additional info, the complainant/ reporter was unable or unwilling to provide any further patient, product or procedural details to bard.